Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all signals and control values were within expected ranges. Internal testing of the provided patient samples confirmed the customer's results. Further analysis identified the hivag submodule results as false reactive, leading to a false overall result in the elecsys hiv duo assay. The root cause was attributed to a sample-specific discrepancy. In rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin, or ruthenium can occur, which may lead to such discrepancies. These effects are minimized by the assay's design. The device remains in operation at the customer site, and the customer was advised to follow the confirmatory testing recommendations.

Event description:
The initial reporter alleged discrepant reactive results for two patient samples tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. On (B)(6) 2022, the first sample generated a result of 2474 coi for the hivag submodule and 0.087 coi (non-reactive) for the ahiv submodule using reagent kit lot 582002. The second sample generated a result of 2423 coi for the hivag submodule and a non-reactive result for the ahiv submodule using reagent kit lot 596294. Subsequent confirmatory testing included polymerase chain reaction (pcr), which did not detect hiv-1, and abbott testing, which yielded a result of 0.06 s/co (negative) for ahiv-1+2 and hivag.